Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to exhibit premature battery depletion with a decrease in projected longevity from 5 years remaining to 3.5 years remaining within a 4-month period. Technical services (ts) confirmed that this change was due to an adjustment from power consumption based to voltage based calculations, and that the device is nearly 10 years old, which is above and beyond the projected longevity within labeling. Ts referred the patient to the clinic. This device remains in service. No adverse patient effects were reported. Additional information received indicated this device was explanted due to a product performance issue. This product has been returned for analysis and no additional adverse patient effects were reported. Additional information is being requested from the field.